Manufacturer narrative:
Date of the event is estimated. Date of the explant is unknown.

Event description:
It was reported the patient underwent surgical intervention wherein the system was explanted for an unknown reason.

Manufacturer narrative:
Further information obtained determined this device was no longer reportable.

Event description:
Related manufacturer reference number 3006705815-2023-06138. Based on information obtained, decision is not reportable at this time. There is no indication the device caused or contributed to the issue. The patient had their system explanted due to ineffective stim.